Event description:
A hosp reported that a rt021 catheter mount had the suction port missing. No pt consequence was reported.

Manufacturer narrative:
The returned device was visually inspected. Results; our records indicate that this is the only complaint of this nature rec'd for the given lot #. We confirmed that the silicon suction valve was missing from the rt021 catheter mount. The valve could have detached during transit from our mfg facility to the end user. We have found in the past that the valve dislodged, but was found in the packaging. In this case, the packaging was opened when we rec'd it back, and we did not find a loose valve in the bag. Conclusions: the presence or absence of the port, therefore, could not be confirmed as the device was returned in opened packaging.